Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: hysterotomy detailed description of event: initiation of hysterectomy cutting holm oak of the uterus. Lack of cut at the tip of the scissors, having to insert it deeply to make the cut. There was no change in health resulting from the event. The user resolve the situation by using voyant maryland. Patient status: no patient injury has been reported intervention the user resolve the situation by using voyant maryland.

Event description:
Name of procedure being performed: hystectomy. Detailed description of event: initiation of hysterectomy cutting holm oak of the uterus. Lack of cut at the tip of the scissors, having to insert it deeply to make the cut. There was no change in health resulting from the event. The user resolve the situation by using voyant maryland. Additional information received by email from applied medical representative on 8mar22: the nurse used packaging from another product to store the scissors. Please, take into account for the evaluation the data that appears in the cer and the scissors sent reason for the same. Patient status: no patient injury has been reported. Type of intervention: the user resolve the situation by using voyant maryland.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.